Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of insertion tube being flaccid and air/water leakage were confirmed. In addition to the finds reported in this event , bending section cover adhesive had a gap. The bent rubber was damaged. Adhesive on the bending rubber was worn. Adhesive on bending section cover was cracked. Adhesive on bending section cover was discolored. There was water invasion in the device causing corrosion. The bending angle was reduced due to elongation of the angle wire. The objective lens was cracked. The connector seal peeled off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera duodenovideoscope insertion tube was flaccid and air/water leakage from the forceps pipe. The events occurred during preparation for use. The unspecified procedure was completed using another device. There was no delay in procedure or reported patient harm. During incoming inspection, the inside of light guide was dirty. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The intended procedure had a diagnostic approach.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, etc. Then, humidity invaded the light guide (lg) lens which led to corrosion. The user can prevent the suggested event by handling device in accordance with the instructions for use (IFU): important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.